Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was reported due to a leak found at the distal end. In addition to the foreign material found in the forceps elevator, findings included the following: the cover glue on the distal end of the light guide bundle was broken, the connecting tube was scratched, the adhesive was worn, and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii duodenovideoscope, there were defects found in the distal end of the device. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign material in the endoscope. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing could not be completed due to the leak at the distal end, and foreign material remained at the forceps elevator. The event can prevented by following the instructions for use which state: olympus will continue to monitor field performance for this device.